Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elective replacement indication was observed on the device. The device was explanted and replaced with a non-abbott device successfully. The patient was in stable condition.